Event description:
It was reported to fresenius by a nephrologist that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a reported reaction (specifics not provided) to the optiflux 160nr dialyzer (date not provided). During intake, the physician was questioning why a specific patient would experience a reaction to electron beam sterilization and not to other methods of sterilization. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medical records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Twelve lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius by a nephrologist that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a reported reaction (specifics not provided) to the optiflux 160nr dialyzer (date not provided). During intake, the physician was questioning why a specific patient would experience a reaction to electron beam sterilization and not to other methods of sterilization. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medical records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius by a nephrologist that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a reported reaction (specifics not provided) to the optiflux 160nr dialyzer (date not provided). During intake, the physician was questioning why a specific patient would experience a reaction to electron beam sterilization and not to other methods of sterilization. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medical records) have thus far proven unsuccessful.